Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.